Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the maxzero¿ connector leaked at connection while using a bd 3ml syringe.

Event description:
It was reported that the maxzero¿ connector leaked at connection while using a bd 3ml syringe.

Manufacturer narrative:
The customer report of a leak at connection between bd 3ml syringe and maxzero valve connector was confirmed. Visual inspection showed no anomalies. Functional testing confirmed the leak on the 3ml syringe. With the received 3ml syringe filled with fluid and connected to the received valve, the fluid was pushed through. It was observed that the fluid leaked at the engagement between the two components. Further testing with the received 3ml syringe connected to the valve and both samples submerged underwater observed an air leak at the engagement between the two components when the syringe plunger was fully depressed. The valve was also pressurized with air incrementally up to 30psi while submerged under water. With the air introduced separately from both access points, no leaks were observed on the valve. The testing confirmed leaks to only occur with the received 3ml syringe. The root cause was identified as due to a damaged syringe luer tip. Root cause is not established for the valve.